Manufacturer narrative:
Batch/lot/serial # corrected to (B)(4). Device expiration date corrected from 20-may-2016 to 07/13/2016, device manufactured date corrected from 22-may-2013 to 07/15/2013, device evaluated by MFR.: returned product consisted of nc quantum apex balloon catheter with a shelf box. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was tightly folded. There were multiple kinks throughout the catheter. The hypotube was fractured distally from the hub. The fracture faces were oval shaped, as if kinked prior to separation. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Retrieval of severed balloon shaft by trapper balloon method; arzhang fallahi et all, clinical cardiology; volume 20, issue 6; 2014.

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The target lesion was located in the left main coronary artery. After stenting the lesion, a 15mm x 3.50mm nc quantum apex balloon dilatation catheter was advanced to post dilate the lesion. However, upon inflating the balloon, they loss pressure. When they aspirated the balloon, there was blood return. When they attempted to remove the balloon catheter, only half of the catheter shaft came out. The retained shaft was trapped by inflating an additional balloon catheter within the guide and the entire guide system was retrieved completely. No pieces were left inside the patient which was confirmed via fluoroscopy. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The target lesion was located in the left main coronary artery. After stenting the lesion, a 15mm x 3.50mm nc quantum apex balloon dilatation catheter was advanced to post dilate the lesion. However, upon inflating the balloon, they loss pressure. When they aspirated the balloon, there was blood return. When they attempted to remove the balloon catheter, only half of the catheter shaft came out. The retained shaft was trapped by inflating an additional balloon catheter within the guide and the entire guide system was retrieved completely. No pieces were left inside the patient which was confirmed via fluoroscopy. No patient complications were reported and the patient's status was fine.

Event description:
It was further reported via journal article that the procedure was an elective complex pci of the left main (lm), left anterior descending (lad) and left circumflex (lcx) artery. Vascular access was obtained via the right radial artery. Rotational atherectomy of the lad and lcx was performed with a 1.5mm rotalink plus. Pci was performed with the dk crush technique. The lad and lcx were predilated with a 2.15x5mm emerge balloon catheter at 14 atms. Stenting of the lcx into the lm was performed with a 3.5x28mm promus element plus at 12 atms. A 3.5x12mm nc quantum apex¿ balloon catheter was used to crush the lm portion of the lcx stent. The lcx was rewired using a non-bsc wire. The first kissing balloon was inflate in the lad and lcx using a 3.5x12 nc quantum apex¿ balloon catheter. The lad was then stented with a 3.5x16mm promus element plus stent. After successful final kissing balloon of the lad and lcx, the lad balloon rapidly deflated but with blood seen in the inflation device of the lad catheter. The lad balloon shaft was found to be broken off in the vessel. An emerge 3.5x12mm balloon next to the lcx guide wire and inflated to 14 atms in the guide until the blood pressure in the guiding catheter disappeared. With the wire trapped between the outer wall of the balloon shaft and the inner wall of the guiding catheter, the whole assembly was gently able to be pulled out into the guide to avoid damage to the radial artery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).